Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hip procedure on (B)(6) 2014 and suture was used. During the second or third throw when performing a subcuticular stitch and pulling the needle to approximate the tissue, the needle separated from the suture. The force used by the surgeon was not excessive. Prior to use the sutures were not damaged. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.